Event description:
The customer stated that his blood glucose was tested while at the doctor's office. The doctor's meter read 277 mg/dl, while the customer's meter read 112 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.